Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection found the float switch defective, led on pcb was broken, enclosure stained red, both covers were cracked, heater did not pass electrical testing and line cord was worn. Device tank was filled with water, and powered on, confirming the reported customer complaint. It was noted to be a result of a defective float switch, and the problem source has been determined to be unknown.

Event description:
Information was received that device water level does not go off. Device failed to alarm when reservoir was empty and continued to attempt to pump water. Incident occurred during preventive maintenance; no patient involvement.